Event description:
(B)(4). My device was provided by my insurance. It was placed during a surgical procedure. I was told that the device was medical grade metal coils, that would be inserted into the fallopian tube. Started she would for blocking eggs from entering the uterus for fertilization. There was no information given about pet fibers. Approximately one year after insertion of the device, I began having extreme fatigue, hair loss, cystic acne, poor sleep, irregular menstrual cycles; symptoms of early menopause, at the age of (B)(6). My fatigue was so severe it was difficult to function and I began getting bald spots. Have been under the care of a obstetrician gynecologist and endocrinologist since that time. I have also been under the care of a dermatologist for the acne and hair loss. Three years ago, I began having heavy menstrual cycles that would last 8 to 12 days. Postcoital bleeding and have had at least two ovarian cyst. Other symptoms include severe cramping around my fallopian tubes and ovaries as well. In (B)(6) 2015 my bleeding was addressed with an endometrial ablation procedure. This has not been effective and I may be facing a hysterectomy.